Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was 600 mg/dl and was addressed via manual injection. Reportedly, the customer was using admelog insulin. Multiple supply changes were performed to address the occlusions.